Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that one of the protecting caps was missing on the motor device. During the pre-repair diagnostics assessment, it was determined that the cable/cord/wiring was damaged and the device displayed an e6 error code. It was observed that the control unit, motor and parts of the tool locking were defective. It was further determined that the hose was worn, the device had water damage and the initial test could not be completed. It was further determined that the device failed for loctite and cable assessments, cutter lock assessment and for motor thermistor assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.